Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revelated that one foil packaging, with one detached needle and a strand were received for analysis. Product code vcp1493h. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification, and suture remnant was noted, the suture end was noted to be broken. Additionally, photo was provided and it showed one foil packaging of product code vcp1493h, the lot form the provided photo is consistent with actual sample received. No conclusion could be reached on the cause of the reported event. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During passage through tissue to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.